Manufacturer narrative:
(B)(4). Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er320 instrument (b) was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed as the instrument was returned empty. However, it is known from the history of the instrument that the yielded jaws does not allow the instrument to properly feed the clips into the jaws. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips". The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device did not work. The case was completed with a same like product. Pt consequence unk.